Event description:
A report was received from a attorney concerning their client who visited their dentist on 4/6/1998 and was administered xylocaine with a 30 gauge accuject dental needle. The needle broke during the injection and it was reported approx one inch of the needle was embedded in their mouth. One subsequent attempt by an oral surgeon to remove the needle was unsuccessful. It was reported, the pt was advised not to attempt further efforts at removal, but to have the needle fragment observed periodically to determine whether it was moving. The pt reported experiencing pain associated with the failed extraction for approx one year after the incident. The pt is now asymptomatic. The reviewing co dentist has determined the events were medically significant. Follow-up info received on 3/13/2000 indicated the pt was seen in the dental office on 4/6/1998 for the extraction of five teeth, including a lower right molar. It was reported that during the mandibular block injection with xylocaine 2% with epinephrine, the 30 gauge short accuject dental needle separated from the base and was retained below the oral mucosa. A panorex x-ray was taken to verify the presence of the needle on the right side. The pt was immediately sent to an oral surgeon. There were no extractions performed. It was reported that the pt was advised to leave the needle alone and monitor with yearly panorex films.